Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "where the channel a stop button was intermittently working." This event occurred during biomed testing. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 5.09.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of "channel a stop button was intermittently working". The root cause was attributed to an intermittent stop key. Channel a pumphead keypad stop button was replaced to repair the reported condition. Additional information: a service history review revealed that no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.